Manufacturer narrative:
Investigation: customer returned (3) 3/10c, 6mm, 31g relion syringes in open poly bags from lot # 9259115. Customer states that it's hard to remove needle shields from syringe and when removed the needle bends and the needle hub separated into shield. One syringe was returned with the hub-needle/shield assembly separated from the barrel. The remaining syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 3.35 lbs. Syringe 2 3.74 lbs. All removal forces fall within specification. All samples were also examined and no bent cannula was observed. A review of the device history record was completed for batch# 9259115. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200851661] noted that did not pertain to the complaint. There was one (1) notification [200850882] noted for out of spec shield pull. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, shield difficult to remove) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It was reported that the hub separates from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported needle hub separated into shield.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separates from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported needle hub separated into shield.